Event description:
During testing at the user facility, the device intermittently displayed e301 (audio alarm failure) with no audible alarm tone. The device was returned to the biomedical department for a report of, "(B)(6) 2013, e301 malfunction." No tracking information was provided; therefore, specific pt information, device programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.